Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately one year. Through follow-up with the health-care provider, it was learned that the device was explanted due to a paravalvular leak. According to the operative report, the patient underwent aortic valve replacement (avr) approximately one year prior. The surgery was notable in that a moderate paravalvular leak was identified immediately after implantation. Since that time the patient developed progressive dyspnea, as well as a dilated ventricle with decreasing systolic function. Therefore, he was instructed to undergo a repeat operation. Intraoperatively he was found to have a severely reduced ventricular function. There were dense, vascular mediastinal adhesions. There was a defect along the commissure between the right and non-coronary annulus (behind the strut). This could not be repaired without removing the existing prosthetic valve. Accordingly, the valve was explanted, the extent of the defect was identified, and the defect was repaired with the new annulus sutures. Another edwards bioprosthetic valve was implanted. Postoperative transesophageal echocardiogram showed unchanged left ventricular function, and excellent results for the valve replacement. There was no evidence of paravalvular leak. Per the health-care provider, there was no device malfunction.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. A paravalvular leak is described as a leak outside the valve, not going through the leaflets, and represents regurgitant flow between the sewing ring and the aortic wall. If hemodynamically significant, this will require replacement of the heart valve. There are several contributing factors to a paravalvular leak, including but not limited to, insufficient débridement of calcified tissue, surgical technique, and patient factors (fragile tissue). In this case, there is insufficient information to conclusively determine the root cause for the reported paravalvular leak.